Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Olympus received a report from (B)(6) reporting during an unspecified laparoscopic surgery using a thunderbeat, the handpiece was not working and was giving an error message on the generator. The handpiece was replaced, and the device then worked. The device was reported to have failed inside the patient and no device parts were retrieved from the patient. The device is not being returned to olympus for evaluation, the current location is reported to be unknown. It is unclear at this time if device fragments remain in the patient's body. Additional information has been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and correct b1 and h1. Since there was no information from the customer of the patient injury, this report is being submitted for the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus europa se & co. Kg (oekg) for inspection. The oekg found the followings. - there was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. - the tissue pad in the grasping section was intensively worn away. - there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. - the coating of the grasping section was partially peeled off. - the coating of the probe was partially peeling. - when oekg performed the probe check, the check was passed. The exact cause of the event couldn¿t be exclusively identified. However based on the investigation photos attached by oekg and the past investigation results, it is likely the error and the intensively worn of the tissue pad occurred by the following mechanism: 1. The intensively worn of the tissue pad could have happened because " seal & cut" output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. It was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. -activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The event can be detected/prevented by following the instructions for use which state: - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.